Event description:
Three tynes of bard recovery filter embolized. One to her heart and 2 to the periphery of her lung. Filter retrieved to prevent further embolization. No significant adverse sequelae from embolized tynes.